Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that during cardio version one of the wires sparked and began to let off smoke. The wire burned and broke in half. This occurred about 1/2 inch away from grey connector. The customer further reported that cardio version was successful. There was no harm to the pt as a result of this incident. The electrodes were removed from the pt once the procedure was done. There was no delay of the procedure. The pt status is fine.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.